Event description:
Customer reported that no mechanical issues have been determined. Log files have not contained any obvious issues. Patient is reportedly unreliable in his history to confirm or deny his actions in the pump stop but clinician reports it is believed patient's actions are likely the cause of pump stop. Patient has been seen in clinic regularly. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed a pump stop, which appeared consistent with an electrostatic discharge event. The controller event log file contained data from 28jan2019 to 31jan2019. The pump was set to a fixed speed of 5700 rpm and the low speed limit was set to 4500 rpm. The log file recorded a pump stop on (B)(6) 2019 which lasted about 4 seconds and was associated with communication fault, low pump current, low speed advisory, low speed hazard, pump stop, and low flow fault flags. This event did not last long enough to trigger an alarm and once the pump regained speed the fault flags cleared. The pump stop appeared consistent with esd. Additionally, an incidental finding was found. The controller event log file captured a rotor instability event on (B)(6) 2019 which resulted in a pump stop and complete restart of the system. On (B)(6) 2019 at 2:18:52 pm the actual speed of the motor dropped below the low speed limit to 2150 rpm. The calculated flow subsequently dropped down momentarily to 0.0 lpm and began to operate at 0.9 lpm, which triggered a low flow alarm. The log file recorded a high current and motor instability lvad fault flag and the patient¿s motor power, calculated flow, and pi began to trend upward. The log file recorded a controller internal fault alarm at this time. The motor power, calculated flow, and pi continued to trend upwards up to values of 38.559 mw, 10.4 lpm, and 24.1 respectively. The pump speed trended downward during this time down to as low as 950 rpm. The log file recorded low speed advisory, low power hazard, low flow, and controller internal fault alarms during these events. At 2:19:10 pm the system shut completely off which resulted in a pump stoppage. The log file recorded an lvad off alarm and low power hazard alarm at this time. The pump remained off for approximately 4 seconds until 2:19:14 pm when the pump began to regain speed and at 2:19:15 pm the speed rose above the low speed limit. At 2:19:42 pm all parameters returned to normal values and the pump appeared to operate as intended for the remaining data captured within the log file. The cause for the rotor instability event could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU explains that strong static discharges should be avoided. This document also explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This handbook also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the safety testing and classification tables of both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ~6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The left ventricular assist device on (B)(6) 2018. It was reported that a pump stop noted in event log. Likely patient related but require log file analysis. The log file was reviewed, and appears normal until (B)(6) 2019, at 14:18:51 when a low flow event occurs. At 14:18:52 the pump speed drops to 2150 rpm, the power begins to increase & a controller internal fault is captured. At 14:18:54 a low power hazard event is captured and the cable voltages drops into the 10 v range. Low speed advisories, low power hazards & low flow events continue to be captured until 14:19:10 when a controller reset occurred & the pump shut off. At 14:19:15 the pump returned to operating above the low speed limit. At this point the low speed advisories, low power hazards & low flow events all clear. At this point all the pump parameters return to normal ranges for a set speed of 5700 rpm. On (B)(6) 2019 at 21:24:33 a pump stops occurs & it appears this event was caused by electrostatic discharge (esd). The pump is designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 3 seconds during the event. The pump did restart promptly as designed and functioned as intended for the remainder of the log file. On 07feb2019, it was reported that the patient presented with pump stops. The patient reported speed drops to 3200s at home and vibration over the pump - did not recur in hospital. However, he came to hospital in heart failure with recurrent speed drops to minimal speed set and pi events (low speed set is currently 4500) - events are apparently positional. Patient is being worked up for clinical and mechanical issues. Upon review of log file, the pump speed recordings below the set speed are all associated with pi events which is normal. We usually do not see a setting difference of 1200 rpm between the set speed & the low speed limit. Usually we see the low speed limit 200 to 400 rpm below the set speed. The pump appears to be operating as intended. The overall pump parameter trending is unremarkable. Let us know what you discover with the work up for clinical and mechanical issues. No further information was provided.